Manufacturer narrative:
(B)(4).. Date sent: 7/24/2024 d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. D4: UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available. Additional information was requested and the following was obtained: what other devices were used? - stapler - echelon 3000. What is meant by leak? Do they mean there was bleeding? - yes bleeding. Were the vessels that were taken in the procedure skeletonized? Short gastrics. Please provide a timeline of events. - I believe the procedure was on the 10th and the surgeon notified me on the 12th in person. I called in the complaint on the same day of being notified. How was the leak/bleed identified? - surgeon noticed post op bleeding. Where was the confirmed site of leak/bleed? - the surgeon said he believes it was the short gastrics. Was the device used in the general area of the leak/bleed in the initial surgical procedure?- yes. Was the 700 used on the affected vessels? - yes. Was the short gastric artery bleeding? Was the short gastric artery sealed using the 700 device? - yes. Was the patient brought back for a 2nd operation? - unknown. If by leak, they meant bleeding, can the following be answered: how much blood loss was there? - unknown. Were any blood products given? Unknown. Can a generator log be pulled (see attached instructions)? I will be able to follow up at the hospital on this. What power level (on the generator) was being used for the procedure? Were there any generator alert screens? Does the surgeon believe alleged deficiency of the device may have cause or contributed to the negative post operative outcome? Why or why not? - unclear. He noted that the patient was on medications that could have contributed to the outcome. What is the patient's current status? Unknown,

Event description:
It was reported that post op of a duodenal switch bypass, they used harmonic 700 and they had to bring the patient back. During the surgery everything was dry. The patient had a leak post op in the short gastric area. They kept drains in for the patient.

Manufacturer narrative:
(B)(4). Date sent: 6/26/2024. D4 batch #: unknown. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: what other devices were used? What is meant by leak? Do they mean there was bleeding? Were the vessels that were taken in the procedure skeletonized? Please provide a timeline of events. How was the leak/bleed identified? Where was the confirmed site of leak/bleed? Was the device used in the general area of the leak/bleed in the initial surgical procedure? Was the 700 used on the affected vessels? Was the short gastric artery bleeding? Was the short gastric artery sealed using the 700 device? Was the patient brought back for a 2nd operation? If by leak, they meant bleeding, can the following be answered: how much blood loss was there? Were any blood products given? Can a generator log be pulled (see attached instructions)? What power level (on the generator) was being used for the procedure? Were there any generator alert screens? Does the surgeon believe alleged deficiency of the device may have cause or contributed to the negative post operative outcome? Why or why not? ¿¿¿¿what is the patient's current status? An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.